Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working due fluid loss in the system. It was noticed that the tube between the pump and the right cylinder had holes. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected and leak tested. The fist cylinder kink resistant tubing (krt) had a hole from sharp instrument damage (needle stick), channel runs through one side of the tubing to the other. The cylinder finding is most likely consistent with damage during the explant procedure. Leaks were identified. No anomalies were found with the second cylinder. The reservoir was microscopically inspected and leak tested. The microscope test had discoloration and wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the allegations of fluid leak, mechanical issue, and hole/perforation are unable to be confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working due fluid loss in the system. It was noticed that the tube between the pump and the right cylinder had holes. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.